Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the stopcock is leaking. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual sample; however, an investigation was completed on 5 samples from inventory. The investigation noted that if the 3-way stopcock is rotated past the housing stop, the stop on the handle is sheared off and causes the handle itself to become slightly offset. These actions cause the fluid pathway to become compromised, leading to leakage and loss of fluids. This customer's technique is damaging to the part, resulting in leakage. Terumo has revised packs to change all 3-way stopcocks to 4-way stopcocks. The complaint will be included in associate awareness training. There was no lot number provided; therefore, no device history record review was performed. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).